Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawers were off the bus. Drawer 5 had been "off bus" and drawer 6 cubie b1, c1, d1 (2x5 full height) were all off bus when the user attempted to fix the pyxis, which ejected all three. The user pushed two back in, but none detected on bus. A hardware part was broken and the small white clip that secured cubies in slot b1 of drawer 6. Drawer 5 was recovered successfully, but drawer 6 remained failed for cubies b, c, and d. The customer stated that the malfunction occurred when a user tried to issue medication to the patient and caused a delay to patient care there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full-height drawer 6 had multiple cubie failures. A field service engineer reported that row b had the cubie removed and one of the white spring-loaded cubie latches was removed, then manually put back in, and a new cubie was inserted. Cubie d1 had been broken by the customer but was unable to eject, so it was manually removed and reinserted. The drawer control board was replaced because the cubies were not ejecting through the application or after rebooting. The customer also mentioned that full-height drawer 5 was failing. Upon inspection, the latch sensor was found to be loose and unable to click back in, and it was replaced. The system functioned as intended a field service engineer repaired the device.